Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. This event, or its consequences, is a known anticipated risk/potential adverse event included in the instructions for use (IFU). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm's main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing non-conformance contributed to this event. The most likely root cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7.

Event description:
It was learned through the implant patient registry and investigation that a 23mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of five (5) years due to ppm and critical aortic stenosis. The patient presented with chf nyha class 4. The surgical valve was post dilated and fracture with 23mm true balloon. Tavr procedure was successfully performed with a 23mm 9755rsl valve. The patient was transferred to the ccu in stable condition. Per medical records, pre-op workup; the 23mm 3300tfx valve immediately post-op (2019) had elevated gradients with concern for ppm. Per the initial surgeon, "the root was heavily scarred and calcified from the prior 25mm valve and this 23mm was the largest valve that could be placed - he needs to lose weight (over 300lbs) nothing else to do surgically". The patient was deemed high risk surgical candidate secondary to comorbidities and underwent viv-tavr.

Event description:
It was learned through the implant patient registry that a 23mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of five (5) years due to severe aortic stenosis. The patient presented with nyha class 4. The tavr was performed with a 23mm 9755rsl valve. The patient was transferred to the ccu in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: this device remains implanted in the patient as this is a valve-in-valve procedure. This device is not expected for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.